Manufacturer narrative:
UDI not available for this system at time of filing. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the sire tried tracing 3-4 times, but each time the trace pointers were not showing on the correct anatomy. The representative tried to confirm the stingray in the software was placed in reference to where it is on the patient and the rep stated the stingray was not even showing in the software. She tried click on the model to see if the stingray would show up and it did not. She then rotated the model and did not see the tracker. The site aborted navigation with that system and brought up a different system but the rep was unable to see the tracker on that system. When she rotated the model she noticed the tracker on the back of the head. When she clicked on the center of the model forehead, the tracker moved to that position. The surgeon was then able to trace, but when he verified the probe, the tracker disappeared. The surgeon completed and received a passing registration and was satisfied with the accuracy and continued the procedure. There was no reported impact to patient outcome and a reported delay of less than one hour.

Manufacturer narrative:
A software was initiated but was inconclusive based on the provided information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: a second patient tracker was opened and used when the second fusion was brought in. It was noted that the issue was likely due to the CT scan having the nose cut off.